Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level at the time of the incident was unknown. The customer states the screen went blank and then alarmed compromised force sensor system and had an issue with the motor. The customer was could not exit preparing to prime loop. The drive support cap was sticking out. It was advised to discontinue the use of the device and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with loose and protruded drive support disk, minor scratched display window, broken battery tube threads, cracked reservoir tube lip, broken belt clip slot and cracked reservoir tube. The insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. The insulin pump passed idle current test, run current test, displacement test and rewind test. Unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test and excessive no delivery test due to prime alarm.